Manufacturer narrative:
The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution sets had a damaged drip chamber and was unable to be primed. This issue occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection, the connector was not properly assembled to the camera. The reported condition was verified. The cause was determined to be spike and chamber assembly machine failure. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.